Manufacturer narrative:
04-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Unable to remove tampon on own [foreign body in reproductive tract]. String short, unable to remove tampon on own, uncomfortable [complication of device removal]. Uncomfortable - vagina [vulvovaginal discomfort]. Tampon strings too short [device physical property issue]. Case description: consumer contacted via e-mail and stated that the tampon strings were too short upon removal so she was unable to remove the tampon on her own. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Unable to remove tampon on own [foreign body in reproductive tract] string short; unable to remove tampon on own; uncomfortable [complication of device removal]; uncomfortable vagina [vulvovaginal discomfort]; tampon strings too short [device physical property issue]. Consumer contacted via e-mail, and stated that the tampon strings were too short upon removal so she was unable to remove the tampon on her own. No serious injury was reported.